Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in hospice care on (B)(6) 2021. The customer was hospitalized on unknown date due to lung issue and other complications. The cause of death was lung issue and other complications. The caller stated that the customer had lung issue and other complications that may have led to the customer's passing. The customer¿s blood glucose was 400 mg/dl at time of admission to hospital. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The insulin pump will not be returned for analysis.